Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The blood glucose level was 23.3 mmol/l at time of incident. Another blood glucose level was 23 mmol/l. Troubleshooting was performed for high blood glucose or under delivery. Customer was neither in emergency room, nor admitted into hospital. They treated high blood glucose with manual injections. Customer stated that the insulin pump was leaked at the body site and customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.